Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 307 mg/dl.